Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reported antibody identification testing was done by manual gel using 0.8% resolve b lot vrb194 exp 7/22/14 and false negative results were obtained. Testing was also done with 0.8% resolve panel a and negative results were also obtained. The patient sample was later identified as having anti-e. The customer is a reference lab and was working up the patient sample sent from their customer who had done an antibody screen using 0.8% selectogen and obtained a 2+ reaction with cell 2, but no antibody could be identified with their set of resolve panel a, lot vra200. The reference lab customer initially performed testing with their set of lot vra200. Customer reports they confirmed there was no reactivity. Extended testing with 0.8% resolve panel b, lot vrb194 exp 7/22/14 was done and no cells reacted. As per the customer's policy, the third test was by manual tube testing. Testing was done using immucor panocell with peg as an enhancement, and anti-e was identified.